Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient is deceased. It was also reported there was a ventricular lead warning. The time of the lead warning is unknown. The patient was involved in a single motor vehicle accident and it was noted the vehicle veered off the road and there were no avoidance measures taken. The vehicle crashed into a tree and the patient expired from massive traumatic injuries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.